Event description:
During scene at a nursing home, the autopulse platform (sn (B)(4) displayed user advisory (ua)12 (lifeband not present) upon powering on, patient was not on the autopulse platform. The nurse performed manual CPR. Patient death was reported. Per the reporter, the patient's outcome is not related to the autopulse platform. After the call, the customer also reported the autopulse displayed fault 16 error code message after testing with a manikin along with a new fully charged autopulse li-ion battery. Per reporter, the autopulse platform did functioned properly during shift check.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua)12 (lifeband not present) upon powering on" was confirmed during the archive data review but was not confirmed during the functional testing. The possible root cause of the reported ua12 was the band clip on the lifeband not properly engaging the safety switches in the driveshaft because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. The secondary reported complaint of "the autopulse platform displayed fault code 16 (timeout moving to take-up position)" error message was confirmed during functional testing and archive data review. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs). The root cause for the reported complaint was due to a defective drive train motor (slipped bushing), likely due to an aging device. The autopulse platform was manufactured in december 2007 and is 14 years old, well past beyond its service life of 5 years. The drive train motor was replaced to remedy fault code 16 (timeout moving to take-up position) error message. Upon visual inspection, unrelated to the reported complaint, noted multiple cracks in the screw wells of both the front and bottom enclosures. The probable root cause for the observed damages was likely attributed to user mishandling, such as a drop. The enclosures were replaced to address the observed physical damage. In addition, unrelated to the reported complaint, observed both of the patient head restraint loop wires were frayed. Damaged head restraints do not render the autopulse platform non-functional. The probable root cause of the frayed loop wires was due to normal wear and tear. The top cover was replaced to address this issue. The archive data indicated several ua12 and fault code 16 messages on the reported event date, thus, confirming the customer's reported complaint. Unrelated to the reported complaint, further review of the archive indicated multiple ua45 advisory messages on the customer's reported event date. The root cause of the reported ua45 advisory message was that the driveshaft was not at "home" position, most likely attributed to unintended user error. Based on the archive, the ua45 was cleared by the customer. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended action for this type of user advisory is to ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Upon further testing, unrelated to the reported complaint, zoll service personnel observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn 21317. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.